Event description:
The customer reported that following a ptca/stent procedure in 2000, a vasoseal es was deployed. During transfer of the patient to another unit, the patient lifted the head twice and coughed. Upon arrival to the unit, it was noted that there was a small amount of inflammation and a hematoma at the site. Manual pressure was applied to the area with no expansion or firmness. Approximately seven hours later, the physician checked on the patient. The patient complained of slight pain in the groin area. The groin remained soft, but still puffy in the area of the hematoma, with no further expansion. Approximately three hours later the pt was noted to be complaining of extreme pain. A doppler study was performed. The patient was taken to surgery where a pseudoaneurysm was repaired and a hematoma lateral to the puncture site was drained. No further complications were reported.